Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes'), uterine perforation ('plaintiff claiming perforation: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and pelvic abscess ('abscess') in a 24-year-old female patient who had essure (batch no. A96186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's concurrent conditions included obesity, menometrorrhagia, polycystic ovaries, adenomyosis, pulmonary congestion and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/migraines / headaches"), headache ("other injuries/symptoms: headaches"), alopecia ("other injuries/symptoms: hair loss"), nausea ("nausea"), abdominal pain upper ("stomach pain"), reproductive tract disorder ("reproductive system disorder or condition"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy full), salpingectomy (unilateral)/ oophorectomy (unilateral) and hysterectomy full)/ salpingectomy (unilateral)/ oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, urinary tract disorder, urinary tract infection, fatigue, weight increased, migraine, headache, alopecia, nausea, reproductive tract disorder, cystitis and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, nickel allergy, fallopian tubes perforation, uterus perforation, vaginal discharge, urinary disorder, uti, fatigue, weight gain, migraine, headaches, hair loss. Current weight: 241 lbs. She did more than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, dyspareunia, vaginal hemorrhage. Lot number: a96186 manufacture date: 2013-02 expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Event abscess and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes'), uterine perforation ('plaintiff claiming perforation: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding (menorrhagia)') and pelvic abscess ('abscess'). In a 24-year-old female patient who had essure (batch no. A96186), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo an essure confirmation test". The patient's concurrent conditions included: obesity, menometrorrhagia, polycystic ovaries, adenomyosis, pulmonary congestion and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), allergy to metals ("plaintiff claiming allergy: nickel diag. Post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/migraines/headaches"), headache ("other injuries/symptoms: headaches"), alopecia ("other injuries/symptoms: hair loss"), nausea ("nausea"), abdominal pain upper ("stomach pain"), reproductive tract disorder ("reproductive system disorder or condition"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). And was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy full), salpingectomy (unilateral), oophorectomy (unilateral) and hysterectomy full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic abscess, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, urinary tract disorder, urinary tract infection, fatigue, weight increased, migraine, headache, alopecia, nausea, reproductive tract disorder, cystitis and vaginal infection outcome was unknown. And the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, nickel allergy, fallopian tubes perforation, uterus perforation, vaginal discharge, urinary disorder, uti, fatigue, weight gain, migraine, headaches, hair loss. Current weight: 241 lbs. She did more than one essure related surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33 kg/sqm. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, dyspareunia, vaginal hemorrhage. Lot number#: a96186, manufacture date: 2013-02, expiration date: 2016-02. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes'), uterine perforation ('plaintiff claiming perforation: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. A96186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's concurrent conditions included obesity, menometrorrhagia, polycystic ovaries, adenomyosis, pulmonary congestion and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/migraines / headaches"), alopecia ("other injuries/symptoms: hair loss"), nausea ("nausea"), abdominal pain upper ("stomach pain"), reproductive tract disorder ("reproductive system disorder or condition"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy full), salpingectomy (unilateral)/ oophorectomy (unilateral) and hysterectomy full)/ salpingectomy (unilateral)/ oophorectomy (unilateral)). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, urinary tract disorder, urinary tract infection, fatigue, weight increased, migraine, headache, alopecia, nausea, reproductive tract disorder, cystitis and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, nickel allergy, fallopian tubes perforation, uterus perforation, vaginal discharge, urinary disorder, uti, fatigue, weight gain, migraine, headaches, hair loss. Current weight: 241 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, dyspareunia, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received- lot number and its expiration were added. New events abnormal bleeding (vaginal), reproductive system disorder or condition, stomach pain, infection (bladder, urinary tract and vaginal) and nausea were added. Event onset date was added. Medical history were added. Patient's height, weight and race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes'), uterine perforation ('plaintiff claiming perforation: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (batch no. A96186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's concurrent conditions included obesity, menometrorrhagia, polycystic ovaries, adenomyosis, pulmonary congestion and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine/migraines / headaches"), alopecia ("other injuries/symptoms: hair loss"), nausea ("nausea"), abdominal pain upper ("stomach pain"), reproductive tract disorder ("reproductive system disorder or condition"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (ablation on (B)(6) 2018, hysterectomy full), salpingectomy (unilateral)/ oophorectomy (unilateral) and hysterectomy full)/ salpingectomy (unilateral)/ oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, urinary tract disorder, urinary tract infection, fatigue, weight increased, migraine, headache, alopecia, nausea, reproductive tract disorder, cystitis and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, nickel allergy, fallopian tubes perforation, uterus perforation, vaginal discharge, urinary disorder, uti, fatigue, weight gain, migraine, headaches, hair loss. Current weight: 241 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea, dyspareunia, vaginal hemorrhage. Lot number: a96186 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes') and uterine perforation ('plaintiff claiming perforation: uterus') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), urinary tract disorder ("bladder/urinary problems: urinary probs"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), fatigue ("other injuries/symptoms: fatigue"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches") and alopecia ("other injuries/symptoms: hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy full), salpingectomy (unilateral)/ oophorectomy (unilateral) and hysterectomy full)/ salpingectomy (unilateral)/ oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, allergy to metals, vaginal discharge, urinary tract disorder, urinary tract infection, fatigue, weight increased, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for: dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, nickel allergy, fallopian tubes perforation, uterus perforation, vaginal discharge, urinary disorder, uti, fatigue, weight gain, migraine, headaches, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Case become incident. Event ¿injury nos¿ was updated to new events: perforation: fallopian tubes, perforation: uterus, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), plaintiff claiming allergy: nickel, vaginal discharge, urinary probs., urinary tract infection, fatigue, weight gain ,migraine, headaches, hair loss, she did not undergo an essure confirmation test. Reporter information updated. Patient demographic information updated. Essure start date and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.